Event description:
Journal reference: vodapally ms, thimineur ma, mastroianni pp. Tension pseudomeningocele associated with retained intrathecal catheter: a case report with a review of literature. Pain physician. 2008; 11(3):355-362. We report a detailed case of tension pseudomeningocele in an adult patient due to a broken and retained lumbar intrathecal catheter. It is essential to be aware of this rare complication and we recommend appropriate neurosurgical involvement in the management of pseudomeningocele to avoid potential and catastrophic complications. Pseudomeningocele is the extradural collection of csf due to a breach in the dural-arachnoid layer and they occur after incidental durotomy during lumbar spine surgery. Reportable event: four months later, the patient underwent another implant of another intrathecal catheter and synchromed ii programmable pump. Seven weeks later, he developed a cystic swelling in the lumbar area. A pericatheter csf leak was confirmed and fixed with purse string sutures. The leak continued and a diagnosis of csf fistula with tension pseudomeningocele was made. The pump and the catheters were removed followed by duroplasty. The csf leak continued and 2 days post an internalized lumboperitoneal shunt was placed. Patient is currently managing pain with oral opoid medication. See MFR report #2182207-2008-06863.

Manufacturer narrative:
Results - catheter.